Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00241. The device referenced in this report has been returned to olympus for evaluation. The investigation is ongoing. Physical evaluation of the suspect device: the customer returned a thunderbeat, reported lot confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some heavy tissue build up located on the distal end. The ptfe pad (teflon pad) was inspected and found it is worn however no metal exposed, the middle portion appears worn is slightly deformed however no metal exposed as well. Mq identified heavy signs of foreign residue located on the teflon pad as well. The distal end of the device was inspected under a microscope and found the probe is detached; missing portion returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The handle portion and shaft appear to have no signs of physical damage. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a thunderbeat, the jaw tip broke off during the procedure. The tip was recovered with no injury. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: drawing number and revision number of IFU: rc4485 08. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Conclusion summary: the exact cause of the event couldn¿t be exclusively identified. However, based on the investigation findings and the past investigation results, the probe break possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. <contact with non-insulated area of grasping section> 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load.

Manufacturer narrative:
Upon review the corresponding importer medwatch report was reported under 9614641 - 2022 - 00241.